Event description:
Healthcare professional reported "rupture" diagnosed via MRI. Later healthcare professional reported "biopsy came back positive for breast cancer". This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "cancer" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and cancer - breast.

Manufacturer narrative:
Clarification to h6: health effect - clinical code e180101 was reported in error in the previous emdr as it has been deemed not device related. Reason for reoperation: rupture.

Event description:
The reported breast cancer has been deemed not related to the device.